Event description:
On december 11, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. The user also informed customer care that she had lost her transmitter while in the hospital for an event unrelated to diabetes (MFR# 3009862700-2026-00044 for pm07). The user was approved for a transmitter replacement as a courtesy from customer care, and advised to reach out if discrepancies persists after resuming the system use. No further troubleshooting or investigation was possible since the user was not actively using the system at the time of the complaint, and no sensor data was available for review. The user has not contacted customer care since the initial complaint.